Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she was admitted into the emergency room last week because of her high blood glucose level. Her blood glucose level was around 250 mg/dl to 350 mg/dl. The meter was reading higher than the one at the hospital. Customer's current blood glucose level was 472 mg/dl. The high pressure test passed. The device was not returned.